Event description:
Broviac catheter 4.2 french placed. A few months later, the nurse was drawing blood for labs when the catheter ballooned out. The line was clamped and the patient was transported to the clinic and the line was repaired. A fairly large amount of blood and saline solution were in the ballooned out area of the catheter. The morning following the repair, the catheter remained intact and flushed easily with a brisk blood return.